Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced syncope for an unknown reason. A remote interrogation was performed which did not reveal any issues. The physician was advised to have the device undergo a full interrogation. It is unknown if an interrogation has take place to date. The device remains in service and no additional adverse patient effects were reported.